Event description:
Patient reported obtaining a blood glucose result of 237 mg/dl on the suspect device. Patient indicated that, based on this value, he delivered 9 units of insulin lispro. Patient stated that, immediatedly after delivering insulin, he began eating a peanut butter and jelly sandwich. Patient noted that before he could finish the sandwich, he lost consciousness. Four hours later, patient reportedly regained consciousness, without having received any treatment. Patient stated that for the past 3 weeks, he has lost consciousness 1 - 2 times each week. Patient has not received any treatment after the event. Patient alleged that falsely elevated results, obtained on the device, have caused him to deliver too much insulin. Patient has not performed quality control testing on the suspect device. Technical support requested the return of the suspect product and replacement product was shipped.